Event description:
(B)(4). Same case as 2134625-2009-05070. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion 1 was 85% stenosed and located in the right coronary artery (rca) with a 2.7mm reference vessel diameter and a 35mm lesion length. A 2.75x20mm liberte stent was implanted. An additional liberte stent (2.75x16mm) was implanted to treat a dissection. Residual stenosis was 0%. Target lesion 2 was 80% stenosed and located in the circumflex (cx) artery with a 2.7mm reference vessel diameter and a 15mm lesion length. No attempt made for direct stenting. A 2.50x16mm liberte stent was implanted. A non-bsc balloon dilatation catheter was employed. An additional liberte stent was implanted to treat a dissection. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged three days after the index procedure without angina or silent ischemia. Discharge medications include asa 100 mg/day indefinitely, clopidogrel 75 mg/day for 12 months and heparin.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.